Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion of fenestrated bipolar forceps instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Review of the logs could not identify any engagement failures specific to the instrument. The instrument was fully functional. There was no problem detected. The complaint regarding unintuitive motion was not confirmed by failure analysis. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the instrument experienced non-intuitive motion with no further information. If the instrument moves unexpectedly or moves in an unintended direction, it could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia etep (unilateral) surgical procedure, the fenestrated bipolar instrument was docked, and the customer received an error message. The instrument was re-docked and was successfully introduced intra-abdominally, but the jaws of the instrument flayed open and the surgeon could not control the instrument. The surgeon requested a new instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.